Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump bolus anomaly. Customer stated he has exceeded maximum bolus alarm and the insulin pump has no recorded bolus since (B)(6) 2014. Customer stated the maximum bolus was 25 units and they are giving 15 units and the insulin pump not allowing to deliver bolus. Customer declined to troubleshoot. Customer's blood glucose was 400 mg/dl. Customer reported back that they checked the maximum bolus and turned out at zero which resolved the issue. Customer was able to give bolus. Customer's blood glucose was 346 mg/dl. Advised the customer of blood glucose do not come down to report back but the lack of bolus was causing the blood glucose to rise. No further info provided.